Event description:
It was reported that the procedure was to treat a lesion with no calcification and no tortuosity in the proximal superficial femoral artery. A non-abbott guide wire reportedly became stuck in a rotating hemostatic valve (rhv). It is unknown if the resistance occurred during advancement or withdrawal. Another rhv was successfully used. The procedure was completed with a non-abbott stent without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position and remove the guide wire were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: tresure. Guide catheter: parents 6fr. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.